Event description:
Nellcor puritan bennett received info stating, "when walking over bumps while moving the pt with the device connected" the device stopped cycling with no audible alarms. Pt was not harmed and injured as a result of the event.